Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation findings: items returned for evaluation: -delivery system (pusher) -web implant -introducer -dispenser hoop -microcatheter items not returned for evaluation: -controller the web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. Returned device tested with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the damaged heater coil windings. Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure.

Manufacturer narrative:
The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. Our investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the wevb embolization device was used to treat an aneurysm in the ica top bifurcation. Reportedly, the web was advanced and placed in target site but would not detach when attempted using the detachment controller despite multiple attempts. The device was removed from the patient and a new web of different size was used successfully without any problem or impact to the patient. The patient woke-up without any problem and was discharged from hospital after 2 days.